Event description:
Knee became swollen (right knee) [swelling of r knee]. Drainage [effusion (r) knee]. Unable to walk/not able to walk [unable to walk] . Knee was painful (right knee) [aching (r) knee] . Bad reaction [unevaluable event] . Case narrative: based on the information previously received on 15-aug-2019, the case was upgraded to serious from non-serious as the event of knee became swollen was updated with seriousness criteria of medically significant (assessed by company). Based on additional information received on 15-aug-2019, the case became medically confirmed. Initial information received on 12-jul-2019 regarding a solicited valid serious case from a patient via call center, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 62 years old female patient who experienced knee became swollen (right knee), unable to walk/not able to walk, bad reaction, drainage (right knee), knee was painful (right knee) after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2018, the patient received injection of hylan g-f 20, sodium hyaluronate (synvisc one) in the right knee at dosage of 6 ml once via unknown route (lot - 8rsl015; expiration date: jan-2021) for osteoarthritis. On (B)(6) 2018, 9 days after synvisc one injection, patient had a reaction to the injection being the right knee became swollen (assessed as medically significant by the company) and was unable to walk. Swelling of right knee and unable to walk were reported to be moderate in intensity. Also, the patient's knee was painful (latency: unknown). The patient went to emergency for consultation on (B)(6)2019. On an unknown date, the patient had joint effusion (assessed as medically significant by the company) and the drainage was done on (B)(6)2019. Physician considered that both synvisc one and patient's pre-existing condition contributed to the swelling and unable to walk. Action taken: not applicable for all events. Corrective treatment: drainage for knee became swollen and joint effusion; not reported for rest of events. Outcome: unknown for drainage, and bad reaction; recovered for rest of events a product technical complain was initiated on 15-aug-2019 for synvisc one (lot number 8rsl015) with global ptc number (B)(4). The production and quality control documentation for lot # 8rsl015 expiration date (2021-01) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 15-aug-19 there were 3 complaints on file for lot# 8rsl015 and all related sub-lots. 3 complaints were on file for lot# 8rsl015: (3) adverse event/lack of effect. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. The final investigation was completed on 15-aug-2019. Reporter causality: related for unable to walk/not able to walk, and knee became swollen; not reported for rest of the events company causality: not reportable for bad reaction; reportable for rest all the events additional information was received on 15-aug-2019 from healthcare professional. Ptc results received and processed. Global ptc number added. Upon internal review on 15-aug-2019, the event of bad reaction, drainage was added. Event start date and treatment updated for unable to walk, knee became swollen. Text amended accordingly. Based on the information previously received on 15-aug-2019 from healthcare professional via phone, the case was upgraded to serious from non-serious as the event of knee became swollen was updated serious due to which patient was unable to walk and drainage was done for it (as corrective). Case became medically confirmed. Text amended accordingly. Additional information was received on 08-jun-2020 from a patient via call center: suspect indication was added. New event of knee was painful (right knee) was added. Clinical course updated. Text amended accordingly. Upon internal review, expiration date for lot number was added, route was updated to unknown and joint effusion was updated to serious due to emergency room treatment (drainage).

Event description:
Knee became swollen [swelling of r knee]. Unable to walk [unable to walk] . Drainage [joint effusion] . Bad reaction [unevaluable event] . Case narrative: based on the information previously received on 15-aug-2019, the case was upgraded to serious from non-serious as the event of knee became swollen was updated with seriousness criteria of medically significant (assessed by company). Based on additional information received on 15-aug-2019, the case became medically confirmed. Initial information received on 12-jul-2019 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "(B)(6)". Patient ID: (B)(6); country: (B)(6). Study title: (B)(6). This case involves a (B)(6) years old female patient who experienced knee became swollen (latency 9 days) and unable to walk (latency 9 days), bad reaction, drainage (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received injection of hylan g-f 20, sodium hyaluronate (synvisc one) in the right knee at dosage of 6 ml once via intra-articular route (lot - 8rsl015; expiration date: unknown) for unknown indication. On (B)(6) 2018, 9 days after synvisc one injection, patient had a reaction to the injection being the right knee became swollen (assessed as medically significant by the company) and unable to walk. Swelling of right knee and unable to walk were reported to be moderate in intensity. The patient went to emergency for consultation on (B)(6) 2019. On an unknown date, the patient had joint effusion and the drainage was done on (B)(6) 2019. Physician considered that both synvisc one and patient's pre-existing condition contributed to the swelling and unable to walk. Action taken: not applicable for all events. Corrective treatment: drainage for knee became swollen and unable to walk; not reported for bad reaction outcome: unknown for drainage, bad reaction; recovered for rest both the events. A product technical complain was initiated on 15-aug-2019 for synvisc one (lot number 8rsl015) with global ptc number (B)(4). The production and quality control documentation for lot # 8rsl015 expiration date (2021-01) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 15-aug-19 there were 3 complaints on file for lot# 8rsl015 and all related sub-lots. 3 complaints were on file for lot# 8rsl015: (3) adverse event/lack of effect. Sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA was required. The final investigation was completed on 15-aug-2019. Reporter causality: related for unable to walk, knee became swollen; not reported for rest of the events . Company causality: not reportable for bad reaction; reportable for all the events additional information was received on 15-aug-2019 from healthcare professional. Ptc results received and processed. Global ptc number added. Upon internal review on 15-aug-2019, the event of bad reaction, drainage was added. Event start date and treatment updated for unable to walk, knee became swollen. Text amended accordingly. Based on the information previously received on 15-aug-2019, the case was upgraded to serious from non-serious as the event of knee became swollen was updated serious due to which patient was unable to walk and drainage was done for it (as corrective). Text amended accordingly.